Manufacturer narrative:
Additional narrative: the complaint device was received and evaluated. Visual inspection revealed the device was in worn condition. The jaw-to-shaft pin was protruding from its space, confirming this complaint. The device was functionally tested via actuation of the jaw lever, and the jaw was found to have limited functionality due to the jaw-to-shaft pin failure. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. This failure can be attributed to user technique. A DHR review has been conducted and our results indicate that this batch of product was processed without incident related to this complaint and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Review of the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that the jaw on the customer's expressew iii without hook was not opening consistently during a rotator cuff repair. The sales rep stated that the case was able to be completed with the device. There were no patient consequences or delays. The sales rep was not present for the case and could not provide any more details. The device is being returned for evaluation.